Event description:
Instrument reported erroneously high glucose levels on pts without any error warnings to operator. Error caught in time to avoid untoward consequences. Cause of problem was determined by MFR -roche- to be a valve used by a reagent probe. MFR contacted today concerning the dangerously misleading glucose levels. Reporter cooperating with MFR in the investigation and reporting of the incident.